Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support, but was unable to be completed at time of call. Upon follow up, customer reported they had successfully resumed insulin delivery. Customer's blood glucose was 282 mg/dl at time of event.